Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution appears to be related to patient morphology/pathology (rotated anatomy). A cause for the reported entrapment of device (gripper became caught on the anterior leaflet) cannot be determined. The unchanged mr appears to be due to the entrapment of device as the clip was deployed in a not optimal location. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed at a not optimal location. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr). A xtw mitraclip was advanced to the valve. Imaging quality was poor due to rotated anatomy. During grasping the gripper became caught on the anterior leaflet and it could not be unstuck via troubleshooting. It was decided to then grasp the posterior leaflet and deploy the clip in place, even though it was not an optimal location. Mr was not reduced. There was no patient effects and no clinically significant delay.